Manufacturer narrative:
Device evaluated by MFR., eval, summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: device was returned for analysis. The unit was visually inspected for any damage or defect. The device was returned with the needle in 0 atms, the clips were inspected and alignment of the graduation marks in the barrel were found to be good. The encore unit was returned with a white stain on the side of the device, the stain was noted to be on the inside of the clear housing and on the outside of the barrel. However the stain did not obstruct the graduation marks in the barrel. It is consistent with the application of excess adhesive. There is no adverse effect on the functionality on the encore device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference issue as device meets specification however the user is dissatisfied with the function, performance, and the appearance of the product. (B)(4).

Event description:
It was reported that a foreign material was found mixed inside the indeflator. A 26 encore balloon catheter inflation device was selected to be used. When the packaged was opened, a whitish foreign material was noted mixed inside the indeflator. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a foreign material was found mixed inside the indeflator. A 26 encore balloon catheter inflation device was selected to be used. When the packaged was opened, a whitish foreign material was noted mixed inside the indeflator. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.